Event description:
Rptr complains of scaly skin, burning pain in chest, dry mouth, hands turn white when cold, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pains and weakness, loss of reflex, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, colon problems, chronic fatigue, night sweats, nose and mouth ulcers, and tingling in legs and arms.